Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose (bg) level was 528 mg/dl with trace of ketones. Customer administered a manual insulin injection to address elevated bg. Customer cleared the alarm to address the issue.